Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a mildly tortuous and a severely calcified right anterior tibial artery. A 2.0mmx20mmx143cm nc quantum apex¿ balloon catheter was advanced to dilated the target lesion. However, upon the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).